Event description:
This is a report of a colleague infusion pump with a broken rear main standoff, which may have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no report of patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of rear main standoff broken was confirmed during product evaluation. The root cause was assigned to cracked rear housing. The rear housing was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4)